Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing white display. Unable to verify pump error alarm and perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to flashing whited display. Pump unable to download to thump and carelink due to flashing white display. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the motor flex tail, force sensor and electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Unable to verify customer alleged for high bg. Flashing white display confirmed due to moisture damage on the electronic assembly. Pump unable to download due to flashing white display. Unable to verify pump error alarm due to flashing white display. Pump expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the moisture was the cause, came up with several notifications, unable to read them. The customer stated that the screen had a solid white. The customer reported a current blood glucose value of 398 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection and a visit to the emergency room. The reason for hospitalization: high sugar reading was that the pump was not working. The event involved product(s) mmt-1880, unomedical, and mmt-332a. Troubleshooting was not performed for the pump error alarms. Troubleshooting was performed for the solid white and the serialized device to be replaced. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned. No product return is required for unomedical. No product return is required for mmt-332a